Manufacturer narrative:
Field service specialist visited the account and reported he completed 3 month preventive maintenance and found no cause for the dlk. Application support manager visited the account and while on site he made the following observations: doctors do not wear gloves during the procedure. The doctors move the aspirator in and out of position bare handed during the case. The site uses multi use drops. The doctor applies the drops. The drops are not wiped down. The sterilizer is not drained everyday. When inquiring about the sterilizer protocol the account representative stated that it is only drained the day before lasik surgery. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient presented 1 day post treatment with mild peripheral superior diffuse lamellar keratitis (dlk) at hinge in right eye only. Patient was instructed to increase the pred forte to every 2 hours while awake. It was reported that dlk resolved in one day. Best corrected visual acuity was reported as 20/15.